Event description:
A revision surgery occurred approximately 11 months after the primary surgery. The patient dislocated, and the surgeon performed a poly swap. He explanted the 40/+3 135/145 humeral cup (ref 314-0703), and he replaced it with a larger humeral cup (40/+9 135/145 humeral cup).